Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation. It was reported that the patient met with the rep for reprogramming but then starting tuesday the stimulation was turning off on its own and he stopped getting therapeutic benefit. Patient stated he called the rep and was told to call pss to get a replacement controller. Pss reviewed getting a replacement controller would likely not resolved that issue. Patient stated the controller states both stim is off and level at 0. Pss reviewed stim will only turn off if the ins battery is discharged or the stim off button was pressed. Patient stated neither of those are what was causing it. Patient redirected to hcp/ rep.